Event description:
Per the audiologist, the patient reported a decrease in performance in (B) (6) 2008 (day not reported). The patient reports hitting the site of the implant several months before decrease in performance. An integrity test done (B) (6), 2009 indicates normal receiver stimulator function with multiple electrode array anomalies. Explant and reimplantation is planned, but had not been scheduled at the time of this report, may 4, 2009.

Manufacturer narrative:
(B) (4).